Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 495 mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. It was stated that the customer went to program a bolus and the insulin pump suggested 4.0 units. It was stated that the customer calculated herself and came up with 12.2 units of insulin. Then she stopped using the insulin, and gave herself a manual injection. It was stated that the customer did not change the infusion set to resolve the issue. It was stated that the customer has to change the battery every day. Reviewed the programming and it was correct. The customer called back and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.